Event description:
Litigation alleges that the patient suffers from pain, discomfort, stiffness, numbness, loss of mobility, and, upon information and belief, osteolysis, loosening and/or dislocation, and metal toxicity.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-14712. This report, 1818910-2013-12590 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-14712.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 5/10/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of adverse metal reaction. It was noted that there was corrosion at the morse taper of the stem. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code wh8pf1. A search of the complaint database search finds additional reported incidents against lot codes yhu75 and ygl91 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical record were obtained and reviewed by a medical professional. With the information provided, the evidence suggests the patient had an adverse reaction to metal debris and metallosis. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.